Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation. The patient developed an open abrasion/chaffing wound under the garment and it was reported that the patient was allergic to metals. There was no alleged device malfunction. The patient did not require any medical intervention. Follow up indicated the patient ended use of the device. The medical outcome of the irritation is unknown;.